Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon asked for a 48 emphasys shell and the implant inside contained a 54 emphasys shell. Box and stickers inside the box were labelled 48 mm. It was not implanted. Surgical delay was unknown. Doe: unknown affected side: unknown hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the surgeon asked for a 48 emphasys shell and the implant inside contained a 54 emphasys shell. Box and stickers inside the box were labelled 48 mm. It was not implanted. Surgical delay was unknown. Doe: unknown affected side: unknown hip". Photos were provided for review. See (re (B)(4) possible mix). Furthermore, with the photo evidence provided, a manufacturing investigation was performed by the j&j medtech orthopaedics cork team. The photo evidence was able to confirm the reported event, an incorrect size product was found inside a package that did not match with the labeling content. This product issue has been addressed through the j&j medtech orthopedic quality management system. Based on the manufacturing investigation it was determined that the reported failure mode can be attributed to j&j medtech orthopaedics cork. Human-error is the assignable cause for this nonconformance. The overall complaint was confirmed as the observed condition of the emsys shl 3hole 48 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: this product issue has been addressed through the j&j medtech orthopedic quality management system.